Event description:
Baxter reported a cassette leak from the cassette door during priming. The pt started with a new cassette. No pt injury or medical intervention was associated with this incident per the international affiliate.